Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following: it was reported by the customer that cust-tubing comes apart.

Manufacturer narrative:
The customer reported the tubing comes apart, and returned 180 unopened representative samples of material 2420-0007, lot 25065436. Upon initial visual examination, the sets had no defects or abnormalities. There were 59 samples tested, based on bd internal sample size testing protocol. There was one sample that did replicate the reported failure of separation, which verifies the complaint. The tubing came apart at the lower fitment of the pump segment. The tubing was examined under the microscope, and there was insufficient solvent. The other 58 samples tested had no issues. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant on 08dec2025 to communicate and reinforce the correct solvent assembly procedure to personnel. The plant also upgraded the work area and reviewed the critical points on the solvent dispenser machine. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.